Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer re-entered the fill tubing step of the load process after completing a fill tubing and inadvertently delivered insulin to themselves. There was no impact to the customer's blood glucose level.